Event description:
An entire box of 100 needles came without the rubber stopper on the proximal end. Situation was discovered when phlebotomist went to draw blood and was sprayed due to lack of stopper. Pt had to be re-drawn.